Manufacturer narrative:
No sample returned for being blunt. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. No additional information has been received. (B)(4).

Event description:
An ophthalmic surgeon reported that knives were occasionally noted to be blunt during surgery. There has been no patient harm. No additional information has been received.